Event description:
It was reported that the pt had had symptoms of fever and oozing fluid at the pump site. The pt was initially brought into the ER and transferred to a general hospital. The entire pump system was removed in 2008, due to infection. Final pt outcome was not reported.